Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The versapoint bipolar electrode was returned to the service center with a report of damaged versapoint electrode. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the spring tip detached/broken off/damage and there was evidence of charred marks with the electrode tip was identified. There was no patient involvement.